Event description:
The manufacturer received information that a trilogy evo ventilator was returned to a third-party service center for evaluation of an alarm. There was no patient involvement, and no harm or injury reported. On device evaluation, power failure events were noted in the download error log indicating the last battery was depleted and alternating current was not connected; the ventilator turns off and power fail audio and visual alarm is announced. Device evaluation determined the system printed circuit board assembly required replacement to address this issue. After repair, the device passed all testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements. Additional findings not related to the malfunction/issue: blower assembly, machine flow sensor, in-line filter prox and in-line filter were contaminated with dirt. Due to the 4 year preventive maintenance procedure, the air foam inlet filter, muffler and particulate filter were replaced.